Event description:
In 1997 bilateral tmj concepts device implanted. Device was not placed or fitted correctly so it never functioned great. Patient has trouble with side-to-side jaw movements since implanted. Now patient is experiencing problems with the parotid glands and has noticed head swelling and is very concerned about these symptoms.